Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that the device had gone to unknown device status. A technical support specialist, reestablished the connection between the station and the server and the device reflecting correct name . The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the station application is displaying "unknown device." The customer stated that there was a delay in accessing medication to patient and medications were retrieved from pharmacy. There were no adverse events or injuries reported based on this incident.